Event description:
Bardport implanted in 2008. Nonfunctioning port, here for removal of port at about approx 21 days later. During removal, the port and only a portion of the catheter was removed. The remaining piece was visualized in the internal jugular by c-arm. Interventional radiologist successfully removed the remaining piece (half the catheter) through the right femoral vein.